Event description:
It was reported that pericardial effusion (pe) occurred. A small trace pe was noted at baseline. A left atrial appendage (laa) closure procedure was being performed with intracardiac echocardiography (ice) guidance using a non-boston scientific (bsc) intracardiac echocardiogram (ice) catheter. A versacross connect (vcc) device was used for transseptal puncture (tsp) along with a watchman fxd curve access system (was), and an amplatz guidewire was used. After tsp was performed, while attempting to dilate and flossing the interatrial septum and also advance the ice catheter across the septum into the left atrium, a pe was identified. The pe was believed to be near the tsp site. The procedure was aborted. A pericardiocentesis was performed. The patient was admitted to the intensive care unit for overnight observation. The patient is expected to fully recover.

Manufacturer narrative:
B5: information added. H6: impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe) occurred. A small trace pe was noted at baseline. A left atrial appendage (laa) closure procedure was being performed with intracardiac echocardiography (ice) guidance using a non-boston scientific (bsc) intracardiac echocardiogram (ice) catheter. A versacross connect (vcc) device was used for transseptal puncture (tsp) along with a watchman fxd curve access system (was), and an amplatz guidewire was used. After tsp was performed, while attempting to dilate and flossing the interatrial septum and also advance the ice catheter across the septum into the left atrium, a pe was identified. The pe was believed to be near the tsp site. The procedure was aborted. A pericardiocentesis was performed. The patient was admitted to the intensive care unit for overnight observation. The patient is expected to fully recover. It was further reported the patient had required a blood transfusion during the event. 1500ml of fluid was drained during the pericardiocentesis. The patient was discharged the same day of the index procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A small trace pe was noted at baseline. A left atrial appendage (laa) closure procedure was being performed with intracardiac echocardiography (ice) guidance using a non-boston scientific (bsc) intracardiac echocardiogram (ice) catheter. A versacross connect (vcc) device was used for transseptal puncture (tsp) along with a watchman fxd curve access system (was), and an amplatz guidewire was used. After tsp was performed, while attempting to dilate and flossing the interatrial septum and also advance the ice catheter across the septum into the left atrium, a pe was identified. The pe was believed to be near the tsp site. The procedure was aborted. A pericardiocentesis was performed. The patient was admitted to the intensive care unit for overnight observation. The patient is expected to fully recover. It was further reported the patient had required a blood transfusion during the event. 1500ml of fluid was drained during the pericardiocentesis. The patient was discharged the same day of the index procedure.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.